Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the implantable cardioverter defibrillator (ICD) was thoroughly examined. The device header was found to be firmly attached to the device casing with no irregularities noted through visual inspection. No holes were noted in the seal plugs. All setscrews moved freely. The ICD passed all electrical tests. The ICD met specifications and testing was unable to confirm the allegations from the field.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had high pacing impedance greater than 2000 ohms. There was also loss of capture, although there was no asystole. The rv lead was surgically abandoned and ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (sicd). No additional adverse patient effects were reported.